Manufacturer narrative:
Reported event an event regarding corrosion involving a metal head was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the impending revision of the patient's right hip. In providing information for a left hip revision, the surgeon reported the following: "the case (left tha revision) was revised for trunnion corrosion beneath a metal on poly bearing, with a prior tmzf accolade stem. She is booked for the contra-lateral revision of the similar right [metal on poly bearing] tha in the near future...identical stryker implants on the [right] side. Identical mode of failure anticipated from trunnion corrosion..."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the impending revision of the patient's right hip. In providing information for a left hip revision, the surgeon reported the following: "the case (left tha revision) was revised for trunnion corrosion beneath a metal on poly bearing, with a prior tmzf accolade stem. She is booked for the contra-lateral revision of the similar right [metal on poly bearing] tha in the near future...identical stryker implants on the [right] side. Identical mode of failure anticipated from trunnion corrosion..."